Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon return the device could not be powered on. The reported fault was attributed to damaged pogo pins due to use error. The damaged pogo-pins had resulted in no electrical connection between the device and pad-pak, causing the device to be unable to power on. Significant dirt/debris was observed on and around the 4 pogo-pins which had likely contributed to their jammed state, i.e. If the debris become lodged within the pogo pin barrels. It should be noted that the device should be stored in a clean, dry environment. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
A distributor contacted heartsine to report that a customer¿s device was not powering on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6).

Event description:
A distributor contacted heartsine to report that a customer¿s device was not powering on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.